Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had insufficient blood flow. This was discovered during use. The following information was provided by the initial reporter: material no. 367283, batch no. 8m0422. It was reported blood flowed through tubing but no blood besides a splatter went into the vacutainer used. Clarification from the phlebotomist on the events that happened with this needle: venipuncture performed, good flash immediately. First tube put on and blood flowed all the way down into the tubing as expected but only a splatter of blood in the tube. The first tube was removed and the second tube was put on and again a splatter of blood in the tube.

Manufacturer narrative:
Correction: this complaint will be cancelled. The (lots) devices involved in this event are not commercially released lots and were manufactured for investigational purposes only. As such, these should not have been entered as complaints.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had insufficient blood flow. This was discovered during use. The following information was provided by the initial reporter: material no. 367283, batch no. 8m0422. It was reported blood flowed through tubing but no blood besides a splatter went into the vacutainer used. Clarification from the phlebotomist on the events that happened with this needle: venipuncture performed, good flash immediately. First tube put on and blood flowed all the way down into the tubing as expected but only a splatter of blood in the tube. The first tube was removed and the second tube was put on and again a splatter of blood in the tube.